Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted into the abdomen. On (B)(6) 2023, the cgm reading was 190 mg/dl. There were no alarms or alerts on the cgm display device. The patient experienced tiredness, feeling weak and lost consciousness. She was found by her mother-in-law an unspecified time later and was rushed to the hospital. There, the cgm value stayed around 180-190 mg/dl but when the fingerstick was checked, the bg was 30mg/dl. She was treated with 150 units of glucose medication. At the time of the report, the patient was fine and well and recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.